Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose (bg) was high, however, specific bg value was not provided. Correction boluses via the pump and manual insulin injections were delivered to address bg. Reportedly, the cartridge was changed to address the issue.